Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right atrial (ra) lead dislodged. During the repositioning procedure the lead dislodged a further five times. The lead was removed and inspected. The lead tip was cleaned of thrombus and successfully repositioned. The lead remains in use. No patient complications have been reported as a result of this event.